Event description:
It was reported that the user attempted a factory reset of the ilet while the pump was out of range and then maladapted the system by announcing smaller-than-usual meal sizes, which led to blood glucose excursions with documented values of 400 mg/dl and 40 mg/dl; a subsequent factory reset was completed with support and the system was returned to bionic mode, with blood glucose stabilizing in range thereafter. Symptoms included hyperglycemia and hypoglycemia with associated dizziness, headache, and nausea. Outcomes included the need for oral glucose to treat the low blood glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface component insofar as the interaction led to failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.